Event description:
Client had informed us by email on (B)(6), that the catheter PICC 1.9 fr, batch (B)(4) had ruptures at the hub. It occurred on the (B)(6) pediatric. The catheter was inserted on the pt for 7 days when she observed the rupture (because leakage) in the catheter near the hub. She said that the catheter had ruptured in 2 pieces and the remaining part was removed manually, no medical or surgical intervention was needed.

Manufacturer narrative:
Results of a supplemental evaluation will be filed once sample is returned for evaluation.